Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/27/2024, it was reported by a sales representative via (B)(4) that an ar-8981bctj-cp implant system and an ar-8982bct dx knotless swivelock knotless mechanism was not firing correctly in these proximal anchors. This occurred during a case both anchors were pulled out and the case was completed using other anchors.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.